Manufacturer narrative:
A partial connector portion of the lead measuring 5.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal (B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death are cardiogenic shock, septic shock, cardiorespiratory arrest, and severe sepsis. No further information is available at this time.